Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that during the patient's device changeout procedure, when connecting the right ventricular (rv) lead to the new device, the svc (superior vena cava) coil impedance measurements showed to be variable and was giving high readings at times. It was noted that previous impedance trends showed stable measurements prior to changeout. The new device was removed from the pocket and the connector pins were cleaned and reinserted into their respective ports but this did not eliminate the anomalous svc impedance readings. It was observed on fluoroscopy that the svc coil of the previous capped rv lead was in close proximity to the svc coil of the current rv lead. The physician then decided to have the svc coil programmed off. The rest of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.